Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro cable was reported to be bad. They tested at the beginning of the case, and it wouldn't activate, they changed cables and it worked. The number of uses for the cable was unk as was the event date. There were no pt effects. The product is not returning.